Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "when the nurses in the infection department used our tubes, they found a ppt tube with a foreign matter in it."

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "when the nurses in the infection department used our tubes, they found a ppt tube with a foreign matter in it."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.